Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation and the reported problem was unable to be duplicated. Further investigation found the handpiece has the potential to operate on its own, related to a pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.

Event description:
It was reported that this shaver handpiece was not operating with proper torque. There was no injury or surgical delay associated with this event.